Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. We are working on the device history record (DHR), once we get more information it will be submitted in the supplemental. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation (afib) with a thermocool® smart touch® sf bi-directional navigation catheter and thrombus was attached to the tip of the catheter. The physician was able to remove the thrombus and completed the case. No adverse patient consequences were reported. The thrombus issue has been assessed as MDR reportable.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial fibrillation (afib) with a thermocool® smart touch® sf bi-directional navigation catheter and thrombus was attached to the tip of the catheter. On 2/11/2019, additional information was received indicating the patient¿s diagnosis pre procedure was atrial fibrillation. The event was discovered twice at the beginning of the procedure before use. The system did not present any error messages. There were no issues related to temperature and flow on the catheter. Generator parameters were set to power control mode. The noted temperature, impedance, and power were set to: a maximum ablation time per point of 1 min 29 sec with an output of 25 - 35 w, a contact force value of approximately an average 25 g , an irrigation flow rate range of 30 w or less 10 ml / min to 31 w or more 15 ml / min, radio frequency (rf) delay time of 1 second, and a post rf time of 2 seconds . An unknown anticoagulant was administered to the patient. Generator model number j70 s7036 st-3740 was used. The patient has not exhibited any neurological symptoms since the procedure was completed. The physician¿s opinion on the cause of this event was that it was the patient's condition. The event did not require medical or surgical intervention. The patient has experienced no residual effects as an outcome of the event. The patient did not require extended hospitalization. Manufacture reference no: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial fibrillation (afib) with a thermocool® smart touch® sf bi-directional navigation catheter and thrombus was attached to the tip of the catheter. On 1/9/2019, the biosense webster inc. (Bwi) product analysis lab (pal) performed visual analysis and found reddish brown foreign material on the dome. The reddish brown foreign material has been assessed as MDR reportable. The investigational analysis completed on 1/21/2019. During a second visual inspection on 1/18/2019, (bwi) product analysis lab (pal) observed thrombus on the catheter tip. Electrical testing was performed on the catheter and it was found within specifications. No electrical malfunction was observed. The catheter was tested on the generator. The temperature and impedance values were observed within specifications. The flow test was performed and the catheter failed due to the thrombus on the tip. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was confirmed. The root cause of the thrombus observed cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the procedure. However, this cannot be conclusively determined. Manufacture reference no: (B)(4).